Event description:
It was reported that the pump had a motor rate error. No patient injury was reported.

Manufacturer narrative:
No additional information was received. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. The right plunger case was cracked, both timing plates were contaminated, the springs, keypad silver cable were damaged, and the lcd display had a single line through it. An occlusion test was performed and the reported problem was duplicated; which was due to old, dirty, and worn out motor assembly, worm gear, leadscrew and clutch halves. The root cause was deemed to be from normal wear, the pump was over 13 years old. Actions were taken to mitigate the reported issue: replaced motor assembly, worm gear, leadscrew and clutch halves; performed occlusion test and all functional tests passed.